Event description:
It was reported the customer had high blood glucose. It was stated the customer suspected that her sugar level dropped down due to a possible over delivery of insulin. The paramedics were called out and treated customer's low sugar level. It was also reported that the customer refused to change the infusion set.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.